Manufacturer narrative:
Remove codes e2403, f26. Add codes e1205, f11.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was displayed as "high"; although specific value was not provided. . Customer administered a correction injection to address the bg.